Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in two pieces. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil caused by friction to the device can on the distal portion of the lead located proximal from the suture tie impression. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.

Event description:
New information received notes reprogramming changes were attempted on the right atrial (ra) and right ventricular (rv) lead. The ra and rv leads were explanted and replaced. The patient was stable.

Event description:
Related manufacturer report number: 2017865-2023-49799. It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise and oversensing. An insulation breach was suspected on both leads. The patient was stable.